Event description:
Information rec'd from sales representative in 2008: the sales representative reported that a pt was implanted with sequoia product approx four months before. The sequoia construct was explanted original date, to allow better debridement of the pt's infection. Sales representative reported there was no report of a product malfunction. The construct showed no issues, nor were there any issues explanting the construct. No product was re-implanted during the surgery.

Manufacturer narrative:
No product will be returned as device was retained by the hosp. Investigation pending.